Event description:
Caller stated her customer noted that they had cuff leak. The cuff caller reported the cuff appeared to blow. Covidien is attempting to gather further details related to this report. Xref MFR number: 2936999-2012-00697.